Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10269. We are unable to determine which lead was replaced, therefor we are reporting on both. It was reported the patient was not receiving effective stimulation on the left side. It was determined the left lead had migrated down. The patient underwent surgical intervention where the left lead was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10269.